Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, bending operation cannot be performed occurred due to damage of the bending tube. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the adhesive on bending section cover was detached; the distal end was shaved; the image guide bundle had significant breakages and due to wear of angle wire, bending angle in up/down direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited that due to damage on bending tube, bending section could be controlled at all. There were no reports of patient involvement.